Event description:
The customer alleged to have experienced burning on her fingers after touching a clear liquid on the peel pouch. The customer assumed it was water and brushed the clear liquid off and shortly thereafter experienced a burning sensation on her fingers. The customer did not wear personal protective equipment (ppe). The customer did not seek medical attention and stated that the symptoms have resolved. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact - capital equipment, evaluated at customer site. The fse reported the following: performed an rf/leakback test, verified the temperatures, baratron and analog to digital readings. The fse also performed an empty chamber cycle. The sterrad unit met the MFR's specifications.